Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including an ipg on (B)(6) 2009. It was reported the ipg suddenly lost all communication with the external devices. An x-ray of the pt's system found the ipg had flipped within the implant pocket site. The device was surgically repositioned and reimplanted. No additional info is available. No devices were explanted or returned for eval.